Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an unknown procedure. Reportedly, during the procedure, the physician was unable to complete the thumb advance stroke and the device had to be withdrawn undelivered. It was later recognized that, the delivery system had been bent. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.